Event description:
It was reported that a system error occurred during use on the home choice (hc). The caller stated the system error number was unknown. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown whether the report source is a consumer. Evaluation summary: the device was returned for evaluation. Visual inspection and performance testing did not find any problems, and the device met all specifications. An event history log review was performed which identified the occurrence of reload the set 153 and reload the set 201 alarms. The reported condition was confirmed but could not be duplicated during evaluation. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.